Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: unknown if lens was implanted. If explanted, give date: unknown if lens was implanted and therefore unknown if explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that intraocular lens had torn or broken haptic. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed no additional investigation requests for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 3/11/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned product was received in its original packaging with the wheel case insert. Visual inspection at microscope magnification was performed. Only a piece of lens was received. The piece of lens was observed bent with a haptic broken, and the other haptic was detached. The reported issue of haptic damaged was verified. However, the conditions in which the sample returned indicates that the unit was previously handled, and it is not possible to determine that the reported issue is related to manufacturing process. Based in the analysis product quality deficiency could not be determined. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.